Event description:
It was reported that the insulin pump had an unresponsive keypad and the device had alarmed button error, battery out limit, and weak battery. The customer's blood glucose was 350 mg/dl, while they were sleeping, but had taken a manual injection and it had decreased to 190 mg/dl. The customer stated that they were at the river and noticed that the insulin pump had gotten a little wet. But the customer checked the battery and there was no moisture. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).